Event description:
Report received of withdrawal episodes-unrelated to refill. Follow up with hcp revealed pt seen in ER 2003 with acute narcotic withdrawal. Symptoms treated and pt discharged. Catheter studies revealed a leak in catheter near the pump attachment. Pt has been referred to surgeon for revison of catheter. Pt is stable pending surgery.